Event description:
During a check-out procedure at the manufacturer's service center, a "service required" alarm was found in the device's downloaded error log. The device was not in patient use. The device's oxygen blending module board and interface board were replaced to address the issue.